Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was losing helium when not in use and faster than expected. The customer changed the helium tank, and one washer was in place as directed, but the issue persisted. No patient involvement. A getinge field service engineer (fse) evaluated the unit and confirmed the issue during the helium leak test. The x4 external helium tank pressure reading should not drop by more than 20 psi within a 5-minute period. It was found that the helium was leaking at approximately triple the expected rate. The fse replaced the helium tubing assembly, multiple (0004-00-0103-02), to correct the issue; however, during the installation of the second tubing, the first assembly was damaged and required replacement with an additional assembly. The repair was completed successfully, and the product passed all functional and safety tests per manufacturer specifications.